Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the bin for norco 5 325 contained two 7.5 325 tablets instead. When stocking the medication, the tablet packages were found to be connected as if they had been manufactured that way, suggesting the medications were not placed in the bin by accident. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer to contact the pharmacy regarding the misprint and incorrect medication stocked in the cubie. The system functioned as intended after the technical support specialist investigated the issue.